Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative (rep) was booting up the system before a case, the camera cart was not powering on. It then powered on, but the blue button was not illuminated. After about 10-15 minutes, the whole cart powered off. The connections in the back of the camera cart uninterruptible power supply (ups) looked secure. Technical services had the rep power down the system and unplug it from the wall. They waited 30 seconds and plugged it back in and powered it on. Both carts powered on successfully. There was no patient present at the time of the event.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.